Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm during a bolus. The customer's blood glucose level was 499 mg/dl. The customer stated the alarm was resolved by an infusion set change. The customer declined to return the set and reservoir back for analysis. Nothing was replaced or returned for analysis.